Manufacturer narrative:
The product analysis results are pending completion of the evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim mainframe was not working properly during a procedure. There was no patient injury.

Manufacturer narrative:
The reported issue of not working properly could not be confirmed. The device was received in good condition and there were no deviations found. The device was successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.